Event description:
Procedure: colon resection. Patient sex: unk. According to the reporter: after the surgeon fired the stapler, stool was observed leaking from both sides of the staple line. Surgeon reinforced both sides of the staple line with sutures. It is not known how long or time was extended. No abnormal bleeding occurred and there was no patient injury reported. Patient was subsequently released from the hospital.